Manufacturer narrative:
A ge service rep performed an onsite investigation. The adapter pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a usable fluoroscopic image was intermittently unable to be viewed. No pt death or serious injury was reported related to this event.